Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (high 200s mg/dl) and boluses via the pump were delivered to address the bg level. The cause of the high bg was not known. As the customer was not currently experiencing a high bg level (115 mg/dl), tandem technical support advised the customer to discuss the event with a healthcare provider.